Manufacturer narrative:
All product features corresponded with the valid specifications of the waldemar link (B)(4) at the time, when the item was produced. The x-rays from (B)(6) 2017 confirm a dorsal migration of the safety wire. The tibial plateau appears loosened. The revised tibial plateau, the safety wire and other x-rays as well as operation reports were not available for examination. The service life was 3 years and 4 months. In order to exclude a systematic error the stock with similar serial numbers was examined, this shows no abnormalities. It was not possible to examine the stock from the same series, as these have already been sold and successfully implanted. An additional load test of corresponding tibial plates also did not identify any systematic errors. The cause of the problem described cannot be conclusively clarified on the basis of the available information. The waldemar link (B)(4) is aiming for the highest product quality and trying to keep the failure rate as low as possible by means of the customer feedback. Permanent employee trainings and market surveillance are performed. The report is delayed due to inconsistencies with regard to foreign event reporting to FDA. After re-evaluation of the complaint we determined that it is reportable. We have addressed the inconsistency in reporting foreign events to FDA through CAPA-(B)(4).

Event description:
Translation: the securing wire for the tibial plateau of the metal-backed tibia has emigrated to the dorsal side, patient had severe pain, plateau is loose and worn, revision necessary, removal of the wire arthroscopically, already done, after successful revision the implant is made available.